Event description:
It was reported that after placement of a new flexible tracheostomy product, the patient felt as if unable to breathe, difficulty coughing up secretions due to the design of the inner cannulas, a sensation of choking, and anxiety related to the device protruding too far from the neck. The patient also reported being unable to go swimming due to the lack of a cap and experienced four panic attacks since the device was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.